Event description:
This lead has an unknown implant and explant date. A call to technical services placed on (B)(6) 2013 states that the device will be changed-out on that day, because they found both (B)(6) and rv leads were fractured. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).